Event description:
There has been a packaging change for the medline gauze sponge type vii (4x4) from a soft container to a hard container (see pictures). This packaging change is similar to the packaging of the raytec safety sponge from another manufacturer. The medline is not radiopaque and the raytec sponge is radiopaque. Staff could inadvertently utilize the wrong sponge when radiopaque is needed. Health professional comment: the non-radiopaque sponge material packaging is now similar to the radiopaque sponge packaging. If the two products are mixed up on the sterile field we could have a non-counted sponge used in a wound and perhaps left behind because it is a dressing material, not counted and it does not have a radiopaque strip on it for easy identification in a post-op x-ray.======================manufacturer response for gauze sponge, medline accu-sort gauze sponge usp type vii gauze (per site reporter).======================no response from manufacturer.